Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker , right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The patient had fallen on multiple occasions thus both the lead measurements were unsatisfactory and out of range. The cause of high pli was not determined. The device was electively explanted due to normal battery depletion while the ra lead and rv lead were surgically abandoned. No additional adverse patient effects were reported.